Event description:
Customer reported an incorrect weight removal: 784 ml of fluid were removed when fluid removal rate was set to 230 ml. "Incorrect weight change detected" alarms occurred. No pt injury, just more fluid removed than expected. No medical intervention required. Pt is fine.